Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, cellulitis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 275cc gel breast prostheses developed seroma with subsequent cellulitis in both of her breasts post implantation. As a result, the patient underwent unilateral explantation of the right breast prosthesis on (B)(6) 2022. The explanted breast prosthesis was not replaced. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. It was previously reported that only the right breast prosthesis was explanted. New information received states that the patient underwent bilateral explantation on (B)(6) 2022. Manufacturer¿s reference number:(B)(4).